Manufacturer narrative:
H10: b4: event description updated. H6: health effect - clinical code updated.

Event description:
It was reported that during repair of medial collateral ligament, the anchor in the twinfix ultra was fractured when screw-in for 1/2, but broken pieces could not be removed from the patient. The procedure was completed with a backup, it was necessary to drill an additional hole. A delay of 30 minutes or less was reported. No patient complications were reported.

Manufacturer narrative:
H10: b4:event description updated.

Event description:
It was reported that during repair of medial collateral ligament, the anchor in the twinfix ultra was fractured when screw-in for 1/2. The procedure was completed with a backup, it was necessary to drill an additional hole. A delay of 30 minutes or less was reported. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during repair of medial collateral ligament, the anchor in the twinfix ultra was fractured when screw-in for 1/2. The procedure was completed with a backup, it is unknown if there was any delay. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor had broken while it was still on the inserter. A visual inspection revealed that the anchor had broken off at the end of the inserter. The distal half of the anchor and the sutures were not returned. The threads proximal to the break had deformation from bending. There was significant debris. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, improper preparation of the insertion site, or excessive force or torque.